Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she has to keep changing her infusion set and her blood glucose was 411 mg/dl. Customer treated with an injection. Customer ran a manual prime and the insulin did exit the tubing. Customer had a low reservoir alarm in the alarm history. Customer was advised to do a complete set change. Customer was advised to continue to monitor her blood glucose for the next couple of hours. Customer checked and her blood glucose was down to 386 mg/dl while troubleshooting. Customer was advised to treat using the pump next time.